Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported major overcorrection in all astigmatism patients. It is reported that when dealing with mixed astigmatism, the results are a lottery. The patients are unhappy. Site feels something has changed in the last few months and are concerned.

Manufacturer narrative:
(B)(4).

Event description:
A health professional reported a major overcorrection in an astigmatism patient's left eye. There are two related reports for this facility. This report addresses patient number one and another manufacturer report will be filed for patient number two. Upon follow up, from the technical point of view everything is ok and from the clinical point of view (clinical application specialist ) the patients who were retreated are fine.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to and after the date of event/treatment. Log file review shows all laser system functions were within specifications for the respective treatment. Comparing the corneal radii with the applied ablation, nothing unusual can be seen. However, after the first treatment, the topography showed a superior coma (secondary tilt), which might explain the astigmatism the patient has perceived subjectively after the first treatment. However, the relative pachymetry confirmed a symmetrical ablation in the correct axis. Re-treatment was done after two months. It is recommended to wait at least for three months to exclude healing processes to the greatest extent. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors are previous cornea condition of the patient and treatment planning. (B)(4).